Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation the most probable cause of the failure is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported there was a line on the screen in the procedure room during an unknown event involving a gastrointestinal videoscope. There was no patient injury reported.